Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately two years post filter deployment, CT revealed filter tip slightly tilted left and the left posterolateral strut penetrated through the ivc wall. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that nose/tip of ivc filter tilted towards the left and left posterolateral strut penetrated through ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced burning abdominal pain; however, the current status of the patient is unknown.